Manufacturer narrative:
A test p-cap and reservoir locks into place inside the reservoir compartment properly. Device was received with the operating currents within spec. And passed the functional testing including self test, a21 error test, rewind, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test, displacement test, and the delivery accuracy test at 0.08755 inches. A water filled reservoir was used during testing. Several bolus deliveries were programmed and delivered. Observed liquid exit the tubing during the bolus deliveries. All boluses delivered properly and were listed in the daily history screen. No unexpected undery delivery anomaly, delivery anomaly, or no delivery alarms noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were called the healthcare professional and get hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019. Customer¿s blood glucose was in the 350 mg/dl at the time of hospitalization. Customer was treated with intravenous insulin. Customer was alleging insulin pump for under delivering because customer stated that the insulin pump was not giving correct amount of insulin. Customer declined to check air bubbles and leak. Drive support cap was normal. Customer stated that the insulin pump had no delivery alarm. Customer was assisted with troubleshooting for the no delivery alarm and insulin was exited. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The devices will not be returned for analysis.